Manufacturer narrative:
Corrected data: b1, corrected data: corrected data: b1-product problem.

Manufacturer narrative:
Phone: (B)(6).

Event description:
Information was received indicating that a smiths medical air cushion mask was noticed to be deflated before opening the package. There was no patient injury nor adverse event.